Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, and leak and cut test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 34.1 c and 34.6 c under load testing with coolant spray on. These temperatures did not exceed specification.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. There was no serious injury or intervention.